Event description:
Info received indicates, the bed will not send a nurse call. The account stated they have taken another bed into this room and it worked fine.

Manufacturer narrative:
The account found a pin missing from the sidecom board connector. Repairs have not been completed.